Event description:
It was reported that the customer went to the swimming pool, took the insulin pump off and then, as they were leaving, they put the device in their pocket. When they took the device out of their pocket, there was moisture see inside the insulin pump. The call was disconnected before troubleshooting could be done or any further instructions could be given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.